Event description:
The customer reported approximately ten milliliters of blue fluid leaked on the left rear side of the instrument and on top of the counter during system startup involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the vent port, at feed through fitting #156, clogged not allowing the waste chamber (vc26) to drain properly. The fse cleared the clog from the vent port, and the waste chamber vc26 drained properly. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).